Manufacturer narrative:
No adverse trends were identified related to the issue under investigation. Non-statistical trends were identified during the complaint trend review related to discrepant patient results. Additionally, atypical complaint activity was identified during the lot search for the likely cause lot 72523un11. However, accuracy testing performed using the likely cause lot number met acceptance criteria which indicates acceptable product performance. No additional issues were identified as a result of this complaint investigation. The customer was referred to the limitations of the procedure section and specimen collection and preparation for analysis sections of the architect stat troponin-I package insert for further information.

Event description:
The customer stated that nine patient samples generated false positive results for the architect troponin assay. The customer is using a cut-off point of 0.1 ng/ml to determine positive verses negative results. One patient sample generated an initial false positive result of 0.375 ng/ml which was repeated negative at < 0.02 ng/ml. No impact to patient management was reported

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.